Manufacturer narrative:
The returned device was evaluated and found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was found to have generated an occlusion alarm. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to high blood glucose (exact bg was not provided). There was a bolus and a manual injection with an insulin pen (exact amount was not provided) given to the patient but was not able to lower the patient's bg levels. The pod was deactivated and was able to activate a new pod. There were no further information regarding the hospital visit or to the patient¿s treatment. The pod was worn between 24 and 36 hours on the abdomen.